Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance heavyweight; other: 6f guideliner. A partial unique device identifier (UDI) is being reported because the lot number was not provided. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A cine was received and reviewed by an abbott vascular clinical specialist who noted a large dissection after use of the nc trek for pre-dilatation. The reported patient effect of intimal dissection is listed in the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) as a known patient effect. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending (lad). Predilatation was performed using a 2.5x12mm trek balloon catheter, a guideliner 6f and a 2.75x12mm nc trek. Two absorb scaffolds were implanted successfully at 11 atmospheres. Post-dilatation was performed with a 2.75x12mm nc trek balloon, 4 times; however, afterwards it was noted that both scaffolds had recoiled. A 3.0x32mm non-abbott drug eluting stent was implanted to stabilize the fractured scaffolds. The final patient outcome was good. There was no adverse patient sequela or clinically significant delay in procedure. No additional information was provided. Cine review identified the vessel as the distal marginal branch rather than the lad initially reported. Additionally, the review noted a large dissection after use of the 2.75x12mm nc trek for pre-dilatation.